Event description:
It was reported that the external pulse generator (epg) displayed an error code. The caller could not duplicate the error message. Technical support (ts) provided the cause for the error and to press a key to clear the error. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).